Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605510ce implantable port allegedly experienced a fracture. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.

Manufacturer narrative:
H10: the device and an x-ray were returned to bd for evaluation. After image review and sample evaluation the investigation was unconfirmed for fracture. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: d4(UDI), h6(method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned, however an x-ray was provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605510ce implantable port allegedly experienced a fracture. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.